Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultralink meter was displaying an unspecified error message. The medical surveillance specialist (mss) reviewed the customer care advocate (cca) documentation and spoke with the patient on (B)(6) 2010 to classify this case. The patient alleged that the product issue began on the afternoon of (B)(6) 2010. The cca documented that the patient tests his blood glucose at least three times a day and manages his diabetes with insulin through an insulin pump. The patient stated that his pump continued to deliver an unspecified amount of insulin despite the alleged issue. On the evening of (B)(6) 2010, the patient claimed that he developed extreme "thirst and frequent urination" which the patient acknowledged were signs of hyperglycemia. The patient stated that he did not have a back-up meter to test his blood glucose at the onset of his symptoms. The patient denied treating himself and stated that he went to bed to sleep. The following morning on (B)(6) 2010, the patient stated that his sister could not wake him up. The patient's sister immediately contacted the emergency medical services (ems). The patient was unable to provide information regarding what occurred when the ems arrived in his home. The patient stated that he regained consciousness when he was already in the hospital. The patient reportedly had a blood glucose level of "800 mg/dl" and was treated by a health care professional with an insulin drip. The patient stated that he was admitted in the hospital with a diagnosis of hyperglycemia and was released on (B)(6) 2010. During the troubleshooting session, the cca documented that the patient did not report any misuse on the subject meter. The alleged issue could not be resolved with troubleshooting. Per protocol, replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims he was unable to test his blood glucose due to the alleged issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
Customer reportedly received results of 284 mg/dl and 100 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
(B)(4). The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. However a secondary issue was noted as spc pin 1 lifted high. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.